Event description:
A report was received that the patient's ipg had migrated and is now causing discomfort. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information has revealed that the patient underwent the pocket revision surgery and is doing well.

Event description:
A report was received that the patient's ipg had migrated and is now causing discomfort. The patient will undergo a pocket revision.